Event description:
Reportedly, during testing, the unit kept restarting and shutting down continuously. The backup battery was completely depleted. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).